Event description:
On (B)(6) 2010, company representative reported she spoke with the patient's husband on (B)(6) 2010 and he stated patient is having issues with air in the infusion tubing while on her infusion device. Company representative stated she advised the patient to go on the backup infusion device if the issue persisted. Several attempts to contact patient were made without success. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.